Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 on the home choice (hc). The technical service representative (tsr) determined two bags were connected total, one on red and one on blue. The tsr determined that the white clamp on the organizer was open. The tsr explained to the home patient (hp) that the white clamp she left open allowed the hc to suck in air and when the hc detects air it ends the therapy. The tsr had the hp close all the clamps to bags/patient line, cycle the power off/on to the system error 2367, cycle the power off/on and was at press go to start, then at load the set. The hp removed the cassette. The tsr advised the hp to dispose of the current supplies attached and start over with all new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The lot number is unknown therefore, a batch review was not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.